Event description:
The patient lacks performance with his device. A CT scan showed no anomalies, the surgeon suspects a soft failure preventing speech understanding. The patient also complaints headaches and depression due to his inability to communicate through auditory means.